Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she felt too full. The hp stated she bypassed the previous drain. The technical service representative (tsr) reviewed the therapy: fill volume 2500ml. The tsr reviewed the alarm log and found a caution negative ultrafiltration (uf) alarm. The tsr reviewed the uf reading. The tsr explained the bypass procedure and advised against it. The tsr put the hp into a manual drain, and the drain volume was 4972ml. The tsr put the hp into drain 4 of 4. A swap was not requested. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of feeling too full and increased intra-peritoneal volume (iipv). The pdn stated was aware of the event and the hp was doing fine continuing with therapy. The pdn stated she instructed the hp not the bypass any alarms without assistance. The pdn stated the hp has an appointment with the surgeon to check the catheter position. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).